Event description:
Device issue: difficult to position. Time of device issue: during the procedure. Adverse event: none. It was reported that during a "kissing balloon" technique, one 2.5 x 12 mm promus was delivered through a 6f non-abbott guiding catheter. A second 2.5 x 12 mm rx promus device was delivered and became stuck in the guiding catheter on the shaft of the first promus. When the physician tried to pull the device back through the guiding catheter, the proximal shaft of the rx promus separated. All devices were removed completely and without intervention. The first promus was deployed in the left anterior descending artery (lad) instead of being done simultaneously. Another promus stent was deployed in the diagonal artery. There were no reported adverse patient effects. No additional information was provided. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received.